Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, a contralateral leg endoprosthesis was deployed with pushing up to implant within the left common iliac artery. After the deployment, it was revealed that the left internal iliac artery was partially (half) covered by the contralateral leg endoprosthesis, and the blood flow into the left internal iliac artery was delayed. No treatment was performed, and it was decided to monitor. The physician reportedly stated about the coverage as follows: due to the short effective length of the left common iliac artery, I wanted to implant the contralateral leg endoprosthesis just above the internal and external bifurcation of the iliac artery, but I aimed too close to the bifurcation.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d12: IFU statements: the contralateral leg device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to size selection and the reported deployment technique of pushing the device up during deployment. Warnings on usage. 5. Do not change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location. [Pre-treatment planning] 1. Measure accurate size of the aneurysm, and determine appropriate sizes of the trunk-ipsilateral leg and contralateral legs as well as aortic and iliac extenders. Follow the package insert of ¿excluder (c3 delivery system) or ¿gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg)¿ when selecting the appropriate size of trunk-ipsilateral leg component. [Positioning and deployment of the contralateral leg endoprosthesis] 9. Stabilize the contralateral leg delivery catheter around the entry of the introducer sheath and stabilize the introducer sheath relative to the patient¿s access site. 10. Loosen the deployment knob to release the lock and confirm the final position of the endoprosthesis. Place the endoprosthesis by using a continuous pull of the knob to release the endoprosthesis. Pull the deployment knob and deployment line out of the delivery catheter arm. Deployment starts from the proximal (i.e. Aortic) side and proceeds to the distal (i.e. Iliac artery) side. Possible defects and adverse events include. [Adverse events] other adverse events: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.